Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the patient was having a burning sensation when going to the bathroom. The doctor reportedly treated the patient for an infection and then called back and stated that the patient did not have an infection. This occurred daily and was related to positional movement. The patient was going to meet with the doctor tomorrow to ask for direction and permission to change programs. Onset of symptoms was reportedly sudden. The patient tried to increase and decrease stimulation to relieve the burning when going to the bathroom but it did not change. No interventions or causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.